Event description:
Doctor reported non healing of achilles tendon, failure of graft and open necrotic ulceration. Dates of use: 2007. Diagnosis or reason for use: achille tendon repair. [See scanned pages.]